Event description:
The following has been reported zo hamilton medical ag on december 11th 2023: self-test failed and tf 431002 and technical event 231009 due to defefective blower. The following correction has been performed found issues with blower assembly cross checked with blower assembly that time machine is working good replaced new blower in the machine the is showing during the ventilation. No indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party. Preliminary analysis concluded the following: aaffected component is the blower module. Possible root cause could be: defective blower: the blower speed is lower than the target speed-5% for more than 5s. The following correction have been performed: check blower for proper function with service software-> component test blower flow and blower pressure replace blower module if tests fail replace mainboard if failure persists.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 were updated with full UDI information as requested.

Event description:
Failure occurs during the general check. The patient was not involved.